Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer did not practice proper air removal technique. The customer¿s blood glucose level was 259 mg/dl. Reportedly, customer terminated the call before further information could be gathered.